Manufacturer narrative:
The customer's complaint of difficulty in correctly securing the nxt band into the autopulse nxt platform (sn (B)(6) was confirmed during functional testing. The root cause of the reported complaint was that the right-side spool band slot was not in the home position. The right home position sensor was replaced to address the reported complaint. The archive data indicated no fault or alert. The functional testing could not be performed due to the right-side spool band slot not being in the home position, which prevents the nxt band from being secured to the platform, confirming the reported complaint. Manually rotated left and right spool band slots and verified that the platform was at its home position using the alignment tabs on both sides. After setting the platform software to its home position and completing the full travel test, everything is functioning as expected. However, upon cycling the power, the spool moved slightly to the right. This will result in the band slot not being in the home position. Replaced the right home position sensor to address the reported complaint. Following service, the autopulse nxt platform passed the final tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6)

Event description:
The zoll territory manager reported that during an in-service of the customer's new autopulse nxt platform (sn (B)(6)), one of the spools for the nxt band was turned more into the platform than the other, which made it difficult to set the nxt band into the platform correctly. There is also concern that this could interfere with the platform's algorithm for measuring the 20% chest reduction. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.